Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin infection and pain. The customer had contact with a healthcare professional and was prescribed with two creams ¿ clotrimaderm (antifungal) and betaderm (corticosteroid) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.